Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2023. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? (No). What tissue was being sutured when the event occurred? (Closure of the skin tissue inside the vagina after incising & draining the bartholin¿s cyst). Was additional dissection required in other organs/tissues other than the target tissue? (No). Was there any change in the patient¿s post operative care due to the prolonged procedure? (No). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02074, 2210968-2023-02075, & 2210968-2023-02092.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-02075, and mw # 2210968-2023-02092. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a bartholin cyst procedure on an unknown date and suture was used. The doctor was closing the skin using a suture. The first thread of this batch detached at the swage after pulling it through the skin. The second and third threads both snapped while the doctor was knotting the thread. The surgery was delayed five minutes due to the reported event and the procedure was successfully completed. No adverse patient consequences were reported. Additional information was requested.